Manufacturer narrative:
Age at time of event: 18 years older. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid right coronary artery (rca). A 2.25mm rotalink plus was selected for use. During the procedure, after ablation was performed for several times, the physician attempted to remove the rotalink plus; however, the device was caught in the tip of the 8f mach 1guiding catheter and was not able to enter inside the mach1 guide catheter. It was noted that the tip of mach1 guide catheter was damaged. The physician opted to remove the rotalink plus together with the whole system. Both rotalink plus and 8f mach 1guiding catheter were replaced with another of different device. No patient complications were reported.